Event description:
Upon deployment of top barb, began to form the nest and realized the wires had broken from the top barb. They went ahead and pulled whole unit out through the vein, then they pulled the wire out of the pt. The physician did not snare the top part of the filter. It was left in and another MFR's filter was placed.